Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer printer did not work. It was also indicated that the stylus was not working and could not be calibrated. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer printer did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.